Event description:
This patient was in a physical fight and was punched in the chest at the location of this device implant. The physician felt there might be possible lead fractures and a device header fracture. The system was removed and replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection demonstrated abrasion marks at several positions. Based on the characteristics, the geometry and the location of these marks the interaction with the partner lead and the generator can should be taken into consideration. Further inspection showed deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by overrotation. No further deviations were noted during analysis. No sign of a material or manufacturing problem was present.